Manufacturer narrative:
Device not returned.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was related to the customer eating too many carbohydrates. A correction bolus was delivered to address bg. No additional patient or event information was available.